Event description:
It was reported that the patient was experiencing pain and reflux. The doctor was not sure if the pain was caused by device or reflux. The doctor removed the enterra implant (explant complete) and did a reflux procedure at the same time. Patient status at the time of the reporting was noted as alive - no injury. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).